Event description:
Also on (B)(6) 2010, both occasions resulted in hospitalization. Emergency room treatment from dislocation of depuy pinnacle replacement hip originally installed (B)(6) 2009. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: dislocation.